Event description:
Event description boston scientific received information that there was concern that the elective replacment indicator (eri) presented prematurely in this implantable cardioverter defibrillator (ICD).